Event description:
A nurse inquired on whether there was a term used to define hypotension and bradycardia due to vagal nerve stimulation. Attempts to obtain additional information have been unsuccessful to date.